Event description:
Caller reported a malfunction on the pump following an update. The malfunction caused a code to appear, but there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in attempting to reset the pump, but the issue persisted, so the decision was made to replace the pump. Caller was advised on backup therapy options and instructed to deplete the pump's battery before returning it to tandem. A replacement pump was sent, and steps for handling the new equipment were provided and acknowledged.